Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the device continued to run after letting go of the forward trigger. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the device continued to run after letting go of the forward trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of run-on was confirmed. During functional testing it was observed that the forward trigger sticks and the device continued to run when let go, but there were no functional issues with the trigger assembly. The staff mechanical engineer in failure analysis, (B)(4), determined an e-box failure as the primary failure. The e-box controls the electronics of the device, and damage to the electronic components will cause it to not function properly if at all. This failure may cause run-on or reduced performance or efficiency. Corrosion was also found inside the device, which may have contributed to the events as well.